Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No compromised force sensor system alarm noted during testing. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted during testing. The motor functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer reported that the piston was not working properly. The customer's blood glucose was unknown at the time of incident. The customer stated that the piston did not stop during manual prime and pushed all the insulin in the reservoir. The insulin pump will be replaced and will be returned for analysis.